Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this lead was an attempted implant due to a helix anomaly. When the physician was trying to place the lead, the helix broke off, and it was unable to be retrieved. Subsequently, a new lead of the same model was successfully implanted. No adverse patient effects were reported. This lead has returned for analysis.